Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction; the alarm sounds and front panel lights go out was due to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a laparoscopic procedure, the subject device had sounded an alarm when insufflation was performed and then the front panel suddenly turned off. Troubleshooting was done with no success which resulted to the delay in the procedure for about 30 to 60 minutes. A competitor pneumoperitoneum device was used to complete the procedure. There were no reports of patient harm.